Manufacturer narrative:
A steris service technician inspected the processor and found that a two-way diverter valve located on the outlet of the big blue filter housing had disconnected; the hose remained connected to the valve. The technician removed the valve from the hose and connected the hose directly to the big blue outlet. The technician ran test cycles and confirmed the processor and filter housing to be operating properly. No additional issues have been reported. A steris service technician had previously installed the diverter valve to assist the customer in manually flushing the filter housing. The steris technician was advised that it is not steris' practice to install two-way diverter valves.

Event description:
The user facility reported that water was leaking from their system 1e. No report of injury.